Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 599 mg/dl with moderate ketones; cause was unknown. Elevated bg was addressed via a manual injection. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. Recommendation was made for customer to consult with hcp regarding elevated bg.